Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to the service technician the pressure transducer printed circuit board was faulty and was replaced. No parts were returned and no device logs are available for the investigation. The root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).